Event description:
Routine lap chole erformed 11/29/94. Patient readmitted 12/8/94 with a bile duct leak. Clips found in place, but leaking. Readmittor an ercp and stent. Doctor reported incident 12/13/94. 12/8 post-op was very favorable.